Event description:
It was reported that the patient¿s is on his third implant and that the patient¿s body rejected the devices.

Manufacturer narrative:
Concomitant products: product ID 399945, lot # v015259, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).